Event description:
A report was received regarding a patient who was implanted on (B)(6) 2011 with an lcp proximal tibia plate and screws to treat a left tibial plateau fracture. Postoperatively, the patient complained of pain over the implant site. The patient was returned to the o.r. On (B)(6) 2012 for removal of all hardware. It is reported that the fracture had healed. This is report #1 of 5 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal tibia plates were processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received.